Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy procedure, during use of the burr, (B)(4), it left metal shavings in the joint. The surgeon washed out the joint, however, metal shavings were still left in the patient. Currently, there is no additional information available.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Complaint confirmed. The evaluation revealed metal scuffing on the ID of the outer tube typically caused by excessive bending forces applied to the device during use. There was residue just proximal to the opening on the inner tube and metal discoloration on the shaft. This type of event is typically caused when the end user does not have fluid or has low fluid flowing through the device during use. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy procedure, during use of the burr, ar-8400obe, it left metal shavings in the joint. The surgeon washed out the joint; however, metal shavings were still left in the patient. Currently, there is no additional information available.